Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 26jan2026. When the customer was asked if there was significant tortuosity of the vessels, the response was "we might that." The customer indicated that the patient under antiplatelet agent and heparin after the placement of the grafts.

Manufacturer narrative:
Correction:an imaging review completed by a vascular surgeon was provided on 05mar2026 for the investigation. The image reviewer indicated the occlusion/thrombosis as seen on the (B)(6) 2025 computed tomography scan indicates the location of the thrombus/occlusion to be in the left external iliac artery and on the limb of the zenith branch endovascular graft iliac bifurcation (rpn: zbis-12-61-41) placed on the left. The occlusion does not involve the zenith flex with spiral-z technology aaa endovascular graft iliac (zsle-16-39-zt) placed above it. The zenith flex with spiral-z technology aaa endovascular graft iliac (zsle-16-39-zt) remains patent with good flow through it and flows into the internal iliac branch of the zenith branch endovascular graft iliac bifurcation (rpn: zbis-12-61-41). The occlusion extends from the start of the external iliac limb of the zenith branch endovascular graft iliac bifurcation (rpn: zbis-12-61-41). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event. See h11.

Manufacturer narrative:
H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that an occlusion occurred within a cook zenith flex with spiral-z technology aaa endovascular graft iliac leg seven days post procedure. The male patient underwent staged procedure to treat a pararenal aortic degenerative aneurysm. The thoracic endovascular aortic repair (tevar) was required due to for an increase in the diameter of an aneurysmal change in the descending thoracic aorta. The thoracic endovascular aortic repair (tevar) procedure was completed on 14oct2025 (42-days prior to the procedure) under general anesthesia. The following three cook devices were implanted: proximal aortic device: william cook europe, zenith alpha thoracic endovascular graft (zta), rpn:zta-p-38-217 proximal aortic device: william cook europe, zenith alpha thoracic endovascular graft (zta), rpn: zta-p-34-113) proximal (tapered) aortic device: william cook europe, zenith alpha thoracic endovascular graft (zta), rpn: zta-pt-38-34-217) no difficulties were experienced with the implanted grafts, and the deployment of the grafts was considered successful. The tevar angiogram was completed on (B)(6) 2025 (42-days prior to the procedure). All target vessels were patent. There was no evidence of stent graft integrity issues a pre-procedure clinical assessment was completed on (B)(6) 2025 (1 day pre-procedure). The patient's functional status was independent. The patient's ambulatory status was normal. The patient was hemodynamically stable. The patient was prescribed acetylsalicylic acid (asa). The patient underwent an elective procedure on (B)(6) 2025 under general anesthesia. The patient was prescribed acetylsalicylic acid (asa) at the time of the procedure. Percutaneous access was achieved in the right femoral artery. An iliac conduit was not performed at the time of the custom-made device (cmd) procedure total contrast volume used during procedure (ml): 30 contrast dose (ml/kg): 0.5, fluoroscopy time (min): 83, total gray used (mgy): 1540, total dose area product: 115, total dose area product units: gy*cm2, fusion was used during the procedure/ , the estimated blood loss during the operation was 250 ml. Cardiac output reduction was not used during the procedure. Co2 flushing was used during the procedure. No neuromonitoring was used during the procedure. The proximal seal zone was in the native aorta. Procedural time: time arrives in room (24-hour clock): 08:03, time of first incision or arterial puncture (24-hour clock): 09:38, time of last access closure (24- hour clock): 13:31, time leaves room (24-hour clock): 13:46, duration of procedure (from first incision to last access closure): 233 minutes. The following cook devices were implanted during the procedure: left iliac: william cook australia, zenith branch endovascular graft iliac bifurcation (rpn: zbis-12-61-41) left iliac: cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-39-zt) right iliac: cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-56-zt) right iliac: william cook australia, zenith branch endovascular graft iliac bifurcation (rpn: zbis-12-61-41) there were no difficulties with the deployment of the devices, and the deployments were considered successful. Side branch catheterization and placement of all bridging stents were successful additional planned procedures during the study cmd procedure were completed. The inferior mesenteric (ima) and lumbar artery were embolized. The patient was extubated in the operating room and did not require reintubation or a tracheostomy. A spinal drain was not placed during the procedure. On (B)(6) 2025 a spinal cord injury occurred immediately. This was during the operation and identified at the end of the procedure or in the first examination after the operation. The spinal cord injury was considered a grade 1: minimal sensory deficit with no motor deficit and ability to walk independently. To treat the spinal cord injury, drainage of the spinal cord was completed and the issue resolved immediately. As a result, the patient had middle residual motor deficit of the left leg (permanent impairment) and hospitalization was prolonged. This was thought to be caused by extensive coverage of the aorta. On (B)(6) 2025, seven days post-procedure, an occlusion of the left cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-39-zt) was identified. The patient required surgical intervention where an iliac thrombectomy and additional iliac stenting was completed. The procedure was considered successful. The cause of the occlusion was reported to possibly be external compression of the left, zenith branch endovascular graft iliac bifurcation (rpn: zbis-12-61-41) with bad graft conformation in the native iliac artery. Patient anatomy was also considered to be a possible cause of the occlusion. On (B)(6) 2025, ten days post-procedure a right femoral pseudoaneurysm was identified. The patient required surgical intervention where the femoral artery was repaired, and an unknown graft was placed. The procedure was completed successfully. The event was reported to be possibly caused by the right percutaneous puncture for graft insertion. A one-month clinical assessment was completed on (B)(6) 2025, thirteen-days post-procedure. At the time of the assessment the patient was prescribed aspirin (or asa), anticoagulant, antiplatelet, and a statin. Duplex ultrasound imaging was also completed for follow up imaging. The celiac artery, superior mesenteric artery (sma), right renal artery, and left renal artery were all patent. All stent grafts were patent and no endoleaks were present. The maximum diameter of the aorta was 36mm. The patient stayed in the intensive care unit (ICU) for three days. The patient was discharged to his home on (B)(6) 2025, fourteen days post procedure. The patient was prescribed the following medications at discharge: acetylsalicylic acid (asa), apixaban (doac -direct oral coagulant), and a statin. This focus of this report is the occlusion of the zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-16-39-zt) placed on the left that was treated with a thrombectomy and additional stenting.